Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/15/2024. Corrected information: b1, h1 - additional information was received that this event no longer meets malfunction reporting criteria. This medwatch report is being voided. Additional information was requested, the following was obtained: 1. Please confirm the quantity of devices involved in the reported event. Ans: 1 unit. 2. Please confirm the quantity of devices available for product return. Ans: 1 unit. 3. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Ans: answered by loc cq based on complaint event description and complaint device returned. 4. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Ans: device shipped to cg labs on 27 sep 2024 via fedex ¿ awb: 2797 8417 4749. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2024 and suture was used. The surgeon experienced suture breakage during CABG, distal anastomosis procedure. The suture does not detach from swage. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/20/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm the quantity of devices involved in the reported event. Please confirm the quantity of devices available for product return. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.